Event description:
My freestyle libre 3 plus continuous glucose monitor send me an error message on (B)(6) 2025 and subsequently I was told to replace it, 7 days before the expiry date. This was the second time it was happening in a month and probably the third of the fourth time since the beginning of last year. Abbott has been sending me a replacement sensor but it certainly causes a lot of inconvenience because when I'm traveling as I'm not carrying a spare sensor with me. By the way I am a practicing gastroenterologist and have been prescribing the freestyle libre 3 plus cgm to my patients as they are the cheapest cgm in the market. I suspect that the defective product rate is high and since abbott sends a replacement sensor, a lot of patients have not been complaining to the consumer bureau or to the FDA. Please look into the matter. Thanks. Dr (B)(6). Reference reports: mw5175354, mw5175355, mw5175356.